Event description:
It was reported that the patient got shocked for a supraventricular tachycardia. No other symptoms were reported. Programming changes were made. The patient was fine after the changes.